Event description:
It was reported that this right ventricular (rv) lead exhibited noise, pacing inhibition was not observed. The patient will have rv lead revision in the future. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).